Event description:
It was reported that pump was often unresponsive, loss of connection with phone even when close by. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, technical support documented issues using pump serial number on file. Closed case with no further follow-up.